Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer contacted philips healthcare to report that the faulty capacitor. It is unknown that if patient involvement.